Event description:
It was reported that during a laparoscopic roux-en-y gastric bypass procedure that three times during the case the device would not fire. Each time the battery was removed and reinserted to continue with the firing sequence. Same device used to complete the procedure. No seam guard was being used. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 1/24/2024. D4: batch # 532c99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. Multiple voltage cutoff events. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 532c99, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 3/5/2024. D4: batch # 532c99. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with a gst60b reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. Multiple voltage cutoff events. Additionally, electrical analysis was done on the pcba for this complaint device and there were no issues found. The voltage cutoff events are likely due to mechanical obstruction, possibly thick tissue judging by the transection data. The event described could not be confirmed as the device performed without any difficulties noted. Device history review: a manufacturing record evaluation was performed for the finished device batch number 532c99, and no non-conformances were identified.